Event description:
Customer reports "after filling the chamber, the ball occluded the flow" during use on a trauma pt in the e.r. Reporter states the pt's hemoglobin and hematocrit were tested upon their arrival in the e.r. The hemogoblin was 7.8 and pt was "actively bleeding" so they were trying to administer the blood rapidly. Reporter states the access site was a 21 gauge peripheral catheter and they were using a pressure cuff in order to infuse the blood quickly. They tested the hemoglobin and hematocrit twenty minutes later and noticed and the pt's hemoglobin was not improving and discovered the no flow situation. Reporter states they changed the set and there were no further consequences to the pt.